Event description:
It was reported that prior to use with 29,700 bd vacutainer® sst¿ blood collection tubes the tubes were discovered to be damaged. The following information was provided by the initial reporter, translated from chinese to english: on 7th dec. The distributor reported that there was scratch on tube . According to random check, the affected quantity was 29,700.

Manufacturer narrative:
Investigation summary: bd received samples, but 9 photos were used in the investigation. The photos were reviewed and the indicated failure mode for scratched tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 29,700 bd vacutainer(r) sst" blood collection tubes the tubes were discovered to be damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6). The distributor reported that there was scratch on tube . According to random check, the affected quantity was (B)(4).